Event description:
The customer was not satisfied with the zimmer air dermatome ii handpiece. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on (B)(4) 2013 and has no repair history at zimmer surgical. Evaluation of the device observed damage to the control bar and width plates. Prior to repair, the device was within calibration specifications at all tested thickness settings. Repair of the device included replacement of all width plates, control bar, and the standard repair parts. While the device displayed damge to components, the unit still operated as intended. The senior brand manager at zimmer surgical was made aware of and reviewed the event; replacement 8801 devices were shipped to the customer. A cause of the customer dissatisfaction, as related to the product investigation, could not be determined.